Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. Other firm reference number: (B)(4).

Event description:
Fiber needle is poor blasting force with blackening and outputting energy after using for more than ten minutes. This information is documented as reported to trimedyne, inc.